Event description:
The customer stated that two patient samples were received from another laboratory for testing on the architect i2000sr analyzer. For the first patient sample tube, the barcode was not recognized. For the second patient sample tube, testing was performed successfully but the patient results were incorrectly assigned to the first patient. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). On (B)(6) 2009, the customer complained of a possible sample mis-association on the architect (B)(4) analyzer. The operator stated they had received two sample tubes from a different laboratory. The two samples were ran on the (B)(4) system. The barcode on the first barcoded sample was not recognized and then the 2nd sample ran, but the results appeared to be incorrectly assigned to the first tube. Per the customer the system logs, database, sid numbers and further information were not available. After further review, the customer stated the issue was due to their laboratory interface system. The laboratory interface system incorrectly reused sid numbers leading to the issue. Per the customer, the instrument was not the cause of the issue. No similar complaints were found of a sample mis-association occuring involving a customer's lis system. The customer's complaint history showed that no additional complaints related to this issue have been received. Based on the available information, no deficiency in the architect system software was found. This is the final report.